Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection found one tula kit - bilateral lot tug21251 was returned for evaluation. All components were returned in a clear zipper baggy inside product packaging. The red pull tabs were removed from both tds inserters and the earplugs and electrode patches were used and connected to the control unit. The tds inserters had been deployed, and no grommets were returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a tympanostomy, the iontophoresis with a tula kit was unsuccessful due to the patient's tympanic membrane being too thick, and could not be anesthetized. The procedure was not completed, and the patient did not received the tula tubes at the moment; however, it was rescheduled and successfully performed in the or the following week. No further complications were reported.